Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, mildly calcified and had a 95% stenosis, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the implanted stent and/or the lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the xience v stent delivery system (sds) may have assisted the eval in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. All stent delivery system are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric, de novo lesion was located in the first diagonal branch, which was mildly tortuous, mildly calcified and had a 95% stenosis. It is unk if the pre-dilation was performed or not. The xience stent was delivered toward the lesion and inflated. However, upon inflation of the xience stent delivery system (sds) for the first time to 13 atmosphere, the sds balloon lost pressure because a balloon rupture occurred. The stent was implanted and the sds balloon was able to be removed from the deployed stent without an issue. The stent was post dilatated with a non abbott balloon catheter. The procedure was successfully completed and there were no pt effects.